Manufacturer narrative:
The device was not received for further evaluation. It is unknown if the device malfunctioned.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated there was a speaker malfunction "inop" error message on the mx40 and no sound. There was no report of a patient injury or harm.